Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device upgrade when it was observed the patient¿s atrial lead was dislodged. The atrial lead was explanted and replaced. The device was replaced and a new left ventricular lead was placed. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.